Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm size is 12cm in diameter. Aneurysm and vessel morphology was not reported. The patient presented emergently with abdominal pain. A CT in the ER revealed an aneurysm rupture due to a type iii separation between the ipsi limb on the right side and the first limb extension. The physician performed an intervention where an endurant stent graft was added 16x16x156 across the stent graft separation. An additional limb was then placed 16x28x124 distal to the 16x16x156. In addition to the type iii endoleak the physician noted that the left internal aneurysm which had been coiled in the past was still filling. The physician elected to place additional coils and reline the previously placed left side limbs and extend to the left external with a 16x16x124, 16x16x82 and 16x10x124. The physician attributed the type iii endoleak due to the severly angled and the large diameter of the patient's aaa. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).